Event description:
It was reported that during a surgical procedure, the rover smoke evacuator operated intermittently. It was further reported that the pt and surgical staff were not exposed to surgical plum. Backup neptune equipment was used to complete the procedure. There were no pt or user injuries reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. The tech confirmed that the smoke evacuator motor was not operating properly. The motor was replaced and the rover was returned to use.